Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n167075, implanted: 2009-(B)(6), product type accessory, product ID 8731sc serial# (B)(4), implanted: 2009-(B)(6), product type catheter, product ID 8731sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).

Event description:
An alarm heard and confirmed by telemetry as a critical alarm due to zero ml reservoir volume was reported. Per reporter patient recently moved from fl to ma and indicated that the pump had been empty for 3 years and alarming. Reporter was not aware of the medications in the pump. It was further added that the current new healthcare provider (hcp) suspected the catheter maybe epidural and was evaluating that as well. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that they were to perform troubleshooting on (B)(6) 2013 - a catheter dye study. The following day of the dye study it was reported that they were yet to do a dye study and had just interrogated the pump; per the logs patient had the last refill in (B)(6) 2010. Lower reservoir alarm was dated as (B)(6) 2011 and empty pump (B)(6) 2011. Volume dispensed since last update was 428.8ml. In addition a motor stall was noted on (B)(6) 2013 with motor stall recovery on (B)(6) 2013. It was stated that this was related to using the programmer magnet. A roller study was discussed unknown if it was to be performed. Dye study results were not reported. Drugs delivered via the device were bupivacaine and dilaudid. A follow-up report will be sent when if additional information becomes available.